Event description:
Boston scientific crm received information that a clinician stated the patient was admitted to the hospital for syncopal episodes and loss of capture. Both the right ventricular and right atrial leads are non-boston scientific manufactured leads. A boston scientific sales representative was contacted to perform a device check. Upon interrogation no loss of capture was seen and no other device product performance issues were noted. All measurements were stable and within normal range. The reason for the syncope remains unknown, however dehydration was suspected. The sudden brady response feature in the device was turned on and the ventricular tachycardia detection feature was lowered. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.